Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while treating a male pt in cardiac arrest, the device gave "shock advised" determination and while charging, displayed a "low battery' or "replace battery" message. Complainant indicated that the pt subsequently expired, however, it was not associated with the reported malfunction.